Event description:
The customer reported that intermittently, the check mark and arrow keys don't function. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that intermittently, the check mark and arrow keys don't function. There was no reported pt involvement.